Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leaked from the luer connection during a supply change, with the user observing the tubing failing to fill and noting the connector needle appeared angled; the user replaced the infusion set, luer connector, and cartridge and then resumed delivery without issue. Symptoms included no change in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and review of lot information for the connector and infusion set. Investigation of this case revealed an apparent connection integrity issue at the luer interface consistent with a damaged or misaligned luer needle and was resolved by replacing the disposable components. It was concluded, based on previously established findings for similar reports, that the cause was user technique and/or disposable component malfunction leading to leakage at the luer connection.